Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the commander delivery system balloon burst during valve deployment due to calcium. The team did not feel like it was a malfunction of the commander delivery system. A 22mm non edwards balloon was used to post dilate and it also burst. There was minimal paravalvular leak at the end of the case. The patient did well and was transferred to recovery. There was no patient injury.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2021-01002. This complaint is a duplicate and a corrected report is being submitted.